Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited a rise in ventricular impedance and threshold values. In 2006, ventricular lead impedace was 417 ohms, capture was 1.0 v at 0.6 ms, and r-waves were measured at 8 mv. In 2008, measurements were 1900 ohms, 5 v at 0.6 mv, and 5 mv r-waves. The patient was not pacemaker dependent.